Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020, (reference reg report: 1627487-2019-07372, 1627487-2019-07374, 1627487-2019-07375.) To address a high impedance issue. During the procedure, the physician used a penta lead spacer to determine if the patient could be implanted with new scs leads. It was observed that the patient had an excess amount of scar tissue, and thus the physician would be unable to implant new leads. As a result, the procedure was abandoned.